Event description:
Baxter received a report from a customer through mw5170305 of a siderail that would collapse. No contact info provided. Initial reporter asked to remain confidential. Unable to verify any customer info, therefore documented the complaint to get the complaint in the system. No follow up regarding this issue due to the lack of information provided. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.

Manufacturer narrative:
This report reflects information received by the FDA in the form of medwatch report mw5170305 indicating the siderail would collapse. There was no patient/user injury reported. Initial reporter asked to remain confidential and no bed name, model and serial number was provided. Therefore, baxter has captured this reported event under a generic versacare bed. As no serial number was provided for this bed, a search of the baxter maintenance records for any baxter performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Make sure the head and intermediate side rails are not bent or twisted. Make sure the side rails lock correctly in the high position and you hear the latch click. Gently pull on each side rail to make sure it latched correctly. If the side rail is difficult to latch, make sure the latch components are clean and look for obstructions. Release each side rail from the up position, and let it fall freely. The side rail should lower slowly and smoothly. Remove the center arm cover, and examine the cable routing for pinching, binding, or damage. Make sure the latch mechanism of each side rail is in good condition. Remove the side rail cover, and make sure the mounting screws are fully installed. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. No further information is available on the reported event of the bed at this time. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report. Although there was no reported injury with this event, if the report of a siderail collapsing were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.